Event description:
The rptr did back to back blood blucose tests, seconds apart, using separate fingersticks, and got results of 310, 242, and 226 mg/dl. Rptr re-read surestep owner's manual and was comfortable with the control solution process. She had never cleaned the meter, and did not have any symptoms.